Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned unit and confirmed the reported observation of needle through catheter. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. Conclusion: needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced is before the implementation of the CAPA. CAPA #590840 has been initiated to address needle pierced through catheter issue.

Event description:
It was reported that a needle through the catheter was found before use with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, "noticed needle through catheter after unwrapped the package during priming."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter was found before use with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, "noticed needle through catheter after unwrapped the package during priming."